Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited low sensing and high pacing impedance. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported events of low sensing and high pacing impedance were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.